Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported the patient was readmitted from (B)(6) 2019 through (B)(6) 2019 for left heart failure due to moderate aortic regurgitation. Information later received stated that the hospital was contacted but would not provide any additional information related to the event. The patient remains ongoing on hmii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hmii lvas instructions for use (IFU) is currently available. The IFU lists potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU also warns that moderate to severe aortic insufficiency must be corrected at time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted for left heart failure due to moderate aortic regurgitation from (B)(6) 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.